Event description:
It was reported by the customer "rn visually inspected powerpicc solo and noticed when opening the brand new PICC tray there was a hole in the catheter just above the 5cm marking." Additional information was provided 1/9/2024: it was reported by the customer the PICC was actually inserted on (B)(6) 2023. The patient was in the oncology clinic to have his PICC dressing changed and when staff flushed the PICC with saline it was noted there was fluid leaking from the PICC exit site. The PICC was subsequently removed and staff could see a hole just below the 5cm mark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three photographs of a 4 fr single lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a powerpicc with a leak in the catheter tubing. Use residue was observed on the catheter. A split could be seen in the catheter tubing; however, details of the fracture surfaces could not be discerned from the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "rn visually inspected powerpicc solo and noticed when opening the brand new PICC tray there was a hole in the catheter just above the 5cm marking." Additional information was provided 1/9/2024: it was reported by the customer the PICC was actually inserted on (B)(6) 2023. The patient was in the oncology clinic to have his PICC dressing changed and when staff flushed the PICC with saline it was noted there was fluid leaking from the PICC exit site. The PICC was subsequently removed and staff could see a hole just below the 5cm mark.